Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, self and error alarm test. However, the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The unit had a scratched display window.

Event description:
The customer reported that the insulin pump was damaged and the support cap was lifted. The customer was not sure how it happened. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.